Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular and cerebrovascular events on or about (B)(6) 2012 and subsequently expired on (B)(6) 2014, after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular/cerebrovascular) of two events reported for the same patient involving two separate products; associated mdrs #1225714-2014-02984, 1225714-2014-02985, 1225714-2014-02986, 1225714-2014-02987.